Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found the casters were worn and the caster support for the steer caster was broken. The tech replaced the four casters to repair the bed.